Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an unspecified location. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Subsequently, the customer's blood glucose (bg) level was a value displayed as "high". A specific bg level value was not provided. The customer administered a manual injection to treat bg level. Customer loaded a new cartridge to address the cartridge leaking issue and changed cartridge and syringe to address the fill resistance issue.